Event description:
It was reported that the patient's blood glucose level reached 28.3 mmol/l (509.4 mg/dl) while wearing the pod between 49 and 71 hours on the leg. It was noted that their leg was wet, and the cannula was bent upon removal of the pod. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data shows that the pod generated an 0x18 empty reservoir alarm. The reservoir was confirmed to be empty upon inspection. The data does not contain any drive stalls, timeouts or pulse width increases that would indicate a failure to deliver insulin. The investigation found no evidence of a bent, kinked, or damaged cannula. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear.